Event description:
Affiliate reported that after implantation the device pressure was changed and then a blockage of the valve was suspected, which required a revision. It was then reported that the patient developed an infection, which led to the removal of the second device. Patient is scheduled to receive another implant after the infection has been resolved.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Unclear if device will be returned.